Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) went onsite and identified that the system had start up issue, and the need to replace the host pc. The analysis of system log files showed a malfunctioned pc. The fse replaced the host pc and its hard discs. The defective host pc was returned to philips for further analysis. The analysis confirmed the malfunction with host pc and identified bmc got failed and reloaded using ic burner. After replacement, system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up the device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.